Manufacturer narrative:
The device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090. Evaluation summary it was caused due to an excessive force applied on the lg prong top assy. In addition, we confirmed that the us connector body fluid damage; however, it is not related to the alleged complaint. Details of repair: lg prong top assy due to loosened, us connector body due to fluid damage. This report is being filed as part of the pentax backlog management plan.

Event description:
Image disturbances after working some time on the video processor: ccd defect this event occurred at the time of before use. There was no report of patient harm.